Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their verify steam integrating indicator leaked in the instrument set after processing. User facility personnel were not able to utilize the instrument set subsequently causing a procedure delay. No report of injury.

Manufacturer narrative:
The user facility discarded the indicators subject of the reported event. Without product to evaluate, a root cause cannot be determined. The device history record for this lot was reviewed; no abnormalities were noted, the indicators were manufactured according to specifications. No additional issues have been reported.